Manufacturer narrative:
Investigation is ongoing. Device not received.

Event description:
As reported by a field clinical specialist (fcs), approximately 1 year and 1 month post procedure of a 29 mm sapien 3 ultra valve in the mitral position the patient presented paravalvular leak (pvl) and the valve was thought to have migrated atrial. The patient was brought back and a second valve was placed with good results.

Manufacturer narrative:
Correction to sections d1 and h6. It should be noted that in this case, the thv was implanted in native mitral annulus, which is not indicated for use. Therefore, this case is considered off-label. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement, surgical or transcatheter bioprosthetic aortic valve replacement, surgical bioprosthetic mitral or pulmonic valve replacement, a native mitral valve with an annuloplasty ring, or a rvot conduit in pulmonic position. The IFU and training manuals in this section are for transfemoral procedure in aortic position and was reviewed for relevant guidance for a s3 implant using a commander delivery system. The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Transcatheter mitral valve replacement in native mitral annulus using the sapien 3 (s3) valve with the commander delivery system (ds) is not indicated for use in united states of america. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The complaint was unable to be confirmed as imagery or medical report was not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''approximately 1 year and 1 month post procedure of the patient presented paravalvular leak (pvl) and the valve was thought to have migrated atrial. The patient was brought back, and a second valve was placed with good results''. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). Valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the landing zone. In this case, the valve was implanted in native mitral position, which has a saddle (non-circular) shape. Implantation of a circular thv in a non-circular landing zone may result in valve migration due to lack of proper anchoring. Additionally, native annulus structure can change over time, which may also result in thv migration. As such available information suggests patient factors (cardiac remodeling) and/or procedural factors (off-label operation) may have contributed to the reported event. In this case, ''the valve was thought to have migrated atrial'', which could compromise the seal between the valve and the landing zone. As such, available information suggests that patient factors (thv migration) and/or procedural factors (off-label operation) may have contributed to the reported event. Since no manufacturing non-conformances were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.